Event description:
Patient arrived at clinic with drainage coming out of the buttonholes but was otherwise asymptomatic. Patient was given 1 gram of ancef and went into respiratory arrest. Patient was hospitalized.